Event description:
The customer noticed blood in the urine. He thinks the catheter has sharp edges, which may have contributed to the blood in the urine.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Samples returned have been analyzed and no defects or deviations could be found. Based upon the product testing, this complaint could not be confirmed as reported.